Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of tubing detachment around (B)(6) 2024. The infusion set was in use for less than 36 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-34688. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6006854 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. 3 used cannulas were provided with no visible defects or damages. The reference samples from the lot have been requested. Test results: visual test according to wi version 2 on the sample returned, 3 cannulas passed the test, with no visible defects or damages. Since the entire set cannot be returned, we are unable to perform the static pull test on the tubing-tubing connector. Visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6006854 was manufactured according to the wi version 113 manufactured in the line 5, on 29/apr/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4d04053 was manufactured according to the wi version 11 manufactured in the machine igt line l01, on 21/apr/2024, with a total of (B)(4) units. The lot 4c01968 was manufactured according to the wi version 62 manufactured in the machine sc03, on 24/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 28/feb/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6006854 and no other complaint has been registered in database for the same lot 6006854 and malfunction code. Conclusion summary of the related event: as a result of the following: 3 cannulas were returned with no visible defects or damages. Since the entire set cannot be returned, we are unable to identify the detachment issue, no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.